Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of the remote monitor was leaking. The patient was worried about the remote monitor and wanted to send it back. No troubleshooting taken. The monitor remains in use. No patient complications have been reported as a result of this event.